Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. No new lead was implanted in the rv. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was surgically abandoned as the physician wanted to upgrade the patient with a conduction system lead addition. There were no anomalies with this lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. No new lead was implanted in the rv. No additional adverse patient effects were reported. Additional information indicated that this lead was surgically abandoned as the physician wanted to upgrade the patient with a conduction system lead addition. There were no anomalies with this lead.